Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9 corrected fields: b3, b5, e3, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Bases on the results of the investigation, since "flushing pump not working" was not confirmed, a definite root cause for the customer complaint could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during observation for an unknown diagnostic procedure that the subject device had defective water supply. There were no reports of patient harm.

Event description:
It was reported that the subject device had defective water supply. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.